Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that when the adaptive stimulation (as) patient was sitting in his recliner at home and turned to the right, he would feel a huge spike in stimulation. The patient reported that the patient programmer displayed the ¿upright¿ position. The manufacturer representative also reported that this happened when the patient was lying down and turned to the right. When the patient turned to the right, he would feel a huge spike in stimulation; this was considered a sudden change in therapy/symptoms. The manufacturer representative adjusted the patient¿s transition cones and checked the patient¿s right side settings. Possible lead movement issues were reviewed. The manufacturer representative was going to discuss the issue with the healthcare professional at an unknown date. Additional information received from the manufacturer representative indicated this issue had been happening since implant. It was also reported that the healthcare professional was aware of the issue; the healthcare professional told the patient to give it sometime as it should go away after sensor activation. Nothing was wrong with the system. The healthcare professional via the manufacturer representative reported that it was an ¿anatomical issue,¿ and ¿the patient [had] tingling where he [had] pain.¿ it was also reported that the sensor was checked, and it was functioning properly. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included non-malignant pain.